Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set disconnected near the stopcock. There was blood backing up in the IV tubing. The set was in use for about one hour. The device was being used with normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.